Manufacturer narrative:
The patient stated the event happened "a couple of years ago at the dialysis center". The presence of iodine is not a defect, as it is part of the design of the product. The presence of iodine is also stated on the minicap direction insert. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an allergic reaction manifested by redness, bumpy rash, ears swelled, and itching. The cause of the event was reported as a reaction to the betadine inside the minicap. It was not reported if the patient was hospitalized for the event. The patient was treated with benadryl. It was reported the issue was resolved. The minicaps were discontinued and ¿swab-caps¿ are being used instead. No additional information is available.